Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before sep 23, 2014.

Event description:
It was reported that the patient presented to the clinic remotely for a follow-up. During examination of lead, it was noted that the right atrial (ra) lead had high pacing lead impedance. Further examination revealed that the ra lead was fractured. The physician capped and replaced the lead on (B)(6) 2021. The patient was in stable condition.